Event description:
Related manufacture reference number: 2017865-2021-39578. It was reported that the patient presented in clinic for follow up with a right ventricular lead that exhibited low pacing impedance. The lead was explanted and replaced with a new lead. During the procedure, the replacement lead exhibited failure to sense and failure to capture. The procedure was completed successfully with another replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-day examination did not find any anomalies, except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.